Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. The patient described the area as skin tears and laceration, open sores with drainage garment is digging into patient's skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied gauze and xeroform dressing to wound. Follow up indicated that the skin irritation improved.